Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 90 pulses per minute. The pulse generator was explanted and replaced as it was nearing elective replacement indicator status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.